Manufacturer narrative:
No probe was returned for the probe not cutting during surgery. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The photo did indicate that the probe cutter was in the closed position, which it should not be when not in use. Without any additional information of the probe usage or without the examination of the probe, the reason for the probe condition cannot be determined. (B)(4).

Event description:
A customer reported that the anterior vitrectomy probe would not cut during a vitrectomy procedure. The procedure was completed when the product was replaced and there was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe was received for evaluation. The probe was visually examined and determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut . Aspiration, actuation and cut tests were all deemed conforming. A device history record review indicated the product was released based on the product¿s acceptance criteria. Unable to determine the root cause as the product was conforming. (B)(4).